Event description:
It was reported that 800 bd discardit¿ syringes from lot 2180786, and 1205 from lot 2180787 had no labels on their boxes. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "the boxes are without any identification labels."

Manufacturer narrative:
Investigation summary: the photo was received by bd for evaluation. A quality engineer was able to review the photo of a discardit 2ml with 25gx1 needle from lot # 2180786 & 2180787 regarding item # 302438 with the reported issue incorrect qty. & labelling issue. The investigating team has used the retention samples of material number 302438 and lot number 2180786 & 2180787 for investigating the reported defect. The DHR of material no. 302438 with batch no. 2180786 & 2180787 was checked and there was no quality notification found on this lot no. From its production date to its dispatch on date. The investigation was carried out on the photograph and bd bawal was not able to confirm the complaint. The scribbled writing and the red label on the shipper do not belong to bd bawal. The complaint is not confirmed. The investigation could not be done further as there is no detailed information about the shipper number nor does the red label or writing on the shipper belongs to bd bawal unit.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. (B)(4). There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2180786, medical device expiration date: 30-jun-2027, device manufacture date: 29-jun-2022. Medical device lot #: 2180787, medical device expiration date: 30-jun-2027, device manufacture date: 29-jun-2022. Initial reporter phone#: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 800 bd discardit¿ syringes from lot 2180786, and 1205 from lot 2180787 had no labels on their boxes. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "the boxes are without any identification labels."